Event description:
While charging, a papr battery had burnt out causing lot of smoke. Code red was alerted. These batteries are used in the papr helmets. Max air systems, order no. (B)(4), part number: 01531032, capacity: 2.0 ah volts 14.8v.